Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date-2021-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date-2021-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("the specimen consists of five pieces of coil") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abortion in 2012 and vaginal discharge and vaginal irritation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3391 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: 2012 or (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pre-operative diagnosis: abnormal uterine bleeding, dysmenorrhea, (illegible). Specimen received: endometrial curettage; bilateral fallopian tubes (legal case); bilateral essure piece. Final pathologic diagnosis: endometrium, curettage: secretory pattern endometrium. No evidence of endometritis, hyperplasia or malignancy. Scant inflamed endocervical elements. Fallopian tubes, bilateral, salpingectomy: two portions of fimbriated fallopian tube. Paratubal cyst. Complete luminal cross section demonstrated in both. The specimen has been entirely processed and examined. Essure coli, removal: foreign body material consistent with essure coils. Gross description: the specimen consists of two fallopian tubes. The first measures 6 cm in length and diameter ranging from 0.5 up to 1.0 cm. The second measures 6.5 cm in length and diameter ranging from 0.7 to 1.0 cm. No gross abnormalities or masses are identified in sectioning of the first fallopian tube. No gross abnormalities are identified in the second fallopian tube. The specimen consists of five pieces of coil. The first coil measures 5.0 cm in length, partially wrapped thin white wrap, the second piece is partially uncoiled coiled and measures 22 cm in length. The third measures 5.0 cm in length, the fourth measures 1.0 cm in length, and the fifth measures 0.5 cm in length. No tissue is attached to those coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical record received. Event medical device removal is replaced with event device breakage. Reporters added. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("the specimen consists of five pieces of coil") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abortion in 2012 and vaginal discharge and vaginal irritation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3391 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012 or (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pre-operative diagnosis: abnormal uterine bleeding, dysmenorrhea, (illegible) specimen received: a: endometrial curettage b: bilateral fallopian tubes (legal case) c: bilateral essure piece final pathologic diagnosis: a. Endometrium, curettage: secretory pattern endometrium. No evidence of endometritis, hyperplasia or malignancy. Scant inflamed endocervical elements. B. Fallopian tubes, bilateral, salpingectomy: two portions of fimbriated fallopian tube. Paratubal cyst. Complete luminal cross section demonstrated in both. The specimen has been entirely processed and examined. C. Essure coli, removal: foreign body material consistent with essure coils. Gross description: the specimen consists of two fallopian tubes. The first measures 6 cm in length and diameter ranging from 0.5 up to 1.0 cm. The second measures 6.5 cm in length and diameter ranging from 0.7 to 1.0 cm. No gross abnormalities or masses are identified in sectioning of the first fallopian tube. No gross abnormalities are identified in the second fallopian tube. The specimen consists of five pieces of coil. The first coil measures 5.0 cm in length, partially wrapped thin white wrap, the second piece is partially uncoiled coiled and measures 22 cm in length. The third measures 5.0 cm in length, the fourth measures 1.0 cm in length, and the fifth measures 0.5 cm in length. No tissue is attached to those coils quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.